Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 20s and 30) occurred. In addition, it was reported that a cartridge change error occurred. The customer's blood glucose level was 118 mg/dl. Customer reverted to an alternate pump for insulin therapy.